Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caller reported the customer received an unspecified display message while wearing a freestyle libre 2 sensor. Customer experienced symptoms described as slurred speech, disorientation, and sweating and was unable to self-treat, requiring treatment of insulin and oral glucose gel by a third-party. There was no report of death or permanent injury associated with this event.